Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge depleted from 70% to 5% battery life after the customer plugged the pump into a power source to charge. It was also reported that when the pump was connected to a power source, it would not recognize the power source despite the attempted use of multiple cables. Subsequently, the battery depleted. There was no impact to the customer's blood glucose level. It was indicated that injections were available for diabetes management.